Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2013 due to advisory recall. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . Additional information received on 05/30/2013 states that this rv lead insulation had been breached by low and high voltage wires. Rv lead was externalized between the two coils. The lead cables externalization was verified via fluoroscopy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).